Event description:
It was reported that the customer was admitted at the emergency room due to high blood glucose over 600mg/dl. The events leading to this admission was excessive vomiting. It was stated that the customer was treated with the insulin pump and insulin drip. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.